Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer stated that tubing was wound tight and insulin would resume once unwound. Customer stated that tubing issue was due to user and not product. Customer's blood glucose was 390 mg/dl.